Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with episodes of ventricular tachycardia. The physician stated that the implantable cardioverter defibrillator failed to provide any high voltage therapy and the patient had to be treated with an external defibrillator. It was suspected that the device had issues with detecting the arrhythmia and subsequently, no therapy was delivered. The device triggered elective replacement indication (eri) on (B)(6) 2020 and on (B)(6) 2020, the patient presented to the hospital for a scheduled device replacement procedure. Prior to the procedure, the leads were tested and found to be working normally and consistently with no indication that they had caused or contributed to the adverse event. The device was replaced without further incident. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported ventricular undersensing and subsequent lack of high voltage therapy could not be confirmed. Review of the stored electrogram and programmed device parameters indicated normal device sensing and function throughout its usage. The device was tested on the bench, and no anomalies were found.